Event description:
The iab leaked. This was the only info available at the time of the initial report. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. The iab was finally returned to datascope on 11/18/97. Event complications: unk - reported 2/25/95. Pt current status: unk - rpt'd 2/25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.